Manufacturer narrative:
Since the subject device was discarded by the user, the device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not evaluate the referenced device. The manufacturing history was reviewed, with no irregularities noted. The exact cause of this issue cannot be conclusively determined. Based on the similar cases with the same model, it is known that the reported event occur due to the causes below: a scratch occured on the probe since the user output the device in seal & cut mode contacting with something hard, and the probe of the device was cracked and the crack developed with the scratch as the starting point when the user output in seal & cut mode or grasped with the tissue, and then the probe was broken when the user output in seal & cut mode. The proximal side of the ptfe pad was worn since the user output the device in seal & cut mode contacting with thick hard tissue. Since the proximal side of the ptfe pad was worn, the probe contacted with the non-insulated part of the grasping section, and a scratch occurred on the probe and the non-insulated part. The crack developed with the scratch as the starting point when the user output in seal & cut mode or grasped the tissue. The probe was broken when the user output in seal & cut mode. The following details are found in the instruction manual as warning: do not activate output while grasping thick, hard tissue, such as the uterine cervix, with the distal part of the probe tip and the grasping section. Otherwise, the grasping surface (white tissue pad surface) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.q., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the ptfe pad. In turn, the probe may break before displaying an error window or generating an alarm tone.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy, the probe broke inside the patient while the surgeon was cutting through the cervix. The broken probe was removed. The procedure was completed with a similar device. There was no patient injury reported.